Event description:
Patient reported a hypoglycemic event on (B)(6) 2019 while wearing v-go 30, with a reading of 84 at 7:44 am. Patient stated she discarded that v-go and did not replace it and was not sure why she did not replace it. Patient stated she was not wearing a v-go when she experienced the following symptoms on (B)(6) 2019: incoherent, sweating, clammy, room was spinning. Patient stated husband called ems to attend to patient. Patient stated ems attendants stated they needed to take her to the ER because her blood glucose level was a high 300. Patient stated that at the emergency room she was diagnosed with a urine infection and blood pressure drop. Patient stated she was kept for observation until being discharged on (B)(6) 2019.